Manufacturer narrative:
Event date: estimated as the aware date since unknown. Implant date: estimated as one year prior to the aware date since unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. Post implant, the patient was put on a half dose eliquis and aspirin. Over one year post implant, a non-mobile thrombus on the face of the watchman was noted via computerized tomography angiography (cta). The patient was treated with a full dose oral anticoagulant.